Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient was unable to void unless stimulation was decreased; they even decreased it to 0.0ma. They had it on program 3 at 1.5ma and said it was painful. As a result of what was reported, stimulation was set to 1.0ma on program 3. No device issue and no further patient complications have been reported as a result of this event.